Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and air was drawn in from the side port. Immediately after the varipulse catheter was inserted into the sheath, air was drawn in from the side port. After several times of flushing, air was no longer drawn in. Although no apparent valve damage could be observed visually, the possibility of the valve damage could not be ruled out and continuous use was concerned, so the vizigo short was replaced with another new one. The procedure was then continued and completed. There was no patient consequence. After several times of flushing, air was no longer drawn in. As the possibility of the valve damage could not be ruled out and continuous use was concerned, the vizigo short was replaced with another new one. No air was introduced into the patient. No medical intervention required. The patient has not exhibited any neurological symptoms since the procedure was completed.